Event description:
Dislocation hip prosthesis: she underwent an uncomplicated right total hip replacement, with the excia shaft and plasma cup hip replacement system. However, due to registration difficulty, the navigation system was not fully utilized, during the case and manual methods were employed to conduct the surgery. In 2006, 7 days post-op, the hip prosthesis dislocated superiorly and a closed reduction procedure under general anesthesia was successfully performed the same day. Again 2 weeks later, 2006, the hip prosthesis dislocated and a closed reduction was performed successfully in the ER on the third day, in 2006. The following month, 2006, pt states her brace broke, and subsequently dislocated her right hip 3 days later, requiring a reduction that day. Original surgeon has planned a right acetabulum with locking device to keep head of femoral component in place in the acetabulum 2006. This event was not considered related to the implant, device or protocol. Reference: 2916714-2006-00042 (device 1)

Manufacturer narrative:
The item was not returned. All of the available info has been forwarded for analysis to the MFR, aesculap, germany. Note from surgeon: in any case, the final placement and positioning of the femoral head and cup (with or without the use of the navigation system) remains the surgeon's prerogative. The navigation system is meant to provide the surgeon with real-time measurements to make the best judgement on the positioning of the prosthesis. This event is not considered related to the implant, device or protocol.